Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, review of documentation, quality control, and visual inspection of the returned device was conducted during the investigation. The customer returned one unopened mac-loc catheter set back for investigation. Visual examination of the received device confirmed the set to be within the sealed inner package. No deformities on the package were noted. A piece of foreign matter was visible within the labeled package towards the bottom right-hand corner. This foreign matter was gray in color. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported foreign matter was found in the package of a ultrathane mac-loc locking loop multipurpose drainage catheter. As reported, there was no patient involvement as this defect was found in the distribution facility.